Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus australia & new zealand (oaz) for evaluation. Oaz inspected the device and confirmed the following; -the reported phenomenon was not reproduced. -camera head communication error (e224) occurred during inspection for repair. -the endoscopic image was defective. -the camera cable and camera head¿s main body were damaged and replaced. Camera head communication error (e224) occurs when a communication error occurs between the device and the video system center. Omsc concluded that camera head communication error (e224) may have occurred because the device could not communicate with the video system center due to a damaged camera cable or camera head¿s main body. Damaged camera cable and camera head¿s main body appeared to be caused by customer's handling. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the endoscopic image of the device was not displayed. The user replaced the device to another device for starting the procedure. There was no report of patient injury associated with the event.